Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray was stuck in deflection. The pentaray catheter was stuck in deflection even when it was taken out of the body. The catheter was stuck in only one position, the catheter was inside the patient body. The curve of the catheter was stuck/jammed in a full deflected position. It is unknown if the knob/piston was unable to be turned and/or pushed up and down, however, the bwi representative thought that it was. The failure was found upon first insertion attempting to cross the aortic valve and there was difficulty removing the catheter. There was no ring or other physical damage observed at the distal end of the catheter. The sheath used was a 8fr x 23cm terumo. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported. The deflection stuck issue was assessed as a MDR reportable product malfunction. The medical device entrapment with no excessive manipulation required was assessed as not MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 01-jul-2022. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray was stuck in deflection. The pentaray catheter was stuck in deflection even when it was taken out of the body. The catheter was stuck in only one position, the catheter was inside the patient body. The curve of the catheter was stuck/jammed in a full deflected position. It is unknown if the knob/piston was unable to be turned and/or pushed up and down, however, the bwi representative thought that it was. The failure was found upon first insertion attempting to cross the aortic valve and there was difficulty removing the catheter. There was no ring or other physical damage observed at the distal end of the catheter. The sheath used was a 8fr x 23cm terumo. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the catheter. A manufacturing record evaluation was performed for the finished device 30756018l number, and no internal action was found during the review. A deflection test was performed. In accordance with bwi procedures, the catheter failed the test since it was not deflecting. Therefore, the catheter was dissected from the handle. It was determined that the puller wire was broken inside the handle causing the improper deflection condition. Since the catheter was not deflecting, the curve was not observed stuck as part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6)l